Event description:
Initial result for an animal calcium sample was 5.3 mg/dl. When repeated, the result was 10.5 mg/dl. The incorrect result was not used to guide treatment. The field service representative found two nozzles were binding and repaired the instrument by cleaning the nozzle shafts.